Event description:
The customer reported that the coulter lh 750 hematology analyzer instrument did not flag multiple patients' differential results for blasts over several days when blasts were present in the patient samples. The customer provided data associated with four patient results tested over a four day period. One of the patient's differential results, generated on (B)(6) 2012, was flagged by the instrument, and hence is not included as part of this event. This report represents the differential patient results, without instrument flags for blasts, generated from a coulter lh 750 hematology analyzer for one patient on (B)(6) 2012. These results were generated after beckman coulter inc. Instrument service had been completed for the same issue. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of a single patient whose initial differential results did not generate results with instrument generated flags indicative of the presence of blasts. This was contrary to the repeat differential results, with instrument generated flags, generated from an alternate instrument. The alternate instrument's performance was not in question as part of this event. Additionally, a review of the patient's manual smear indicated the presence of blasts. The unflagged results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. Quality controls (qc) results generated during the timeframe of the event were acceptable. The unit is currently performing within qc specifications with respect to controls and reproducibility. The instrument's flagging preferences were set to "3333" (high level for blast, variant lymph, imm ne 1, and imm ne 2). No sample collection/handling data was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. Service had been previously dispatched for a previous occurrence of this issue (see associated reports). The field service engineer (fse) optimized the differential pump volumes and increased the n-(1-naphthyl) ethylenediamine dihydrochloride (nedc) mean to the middle of the desired femtoliter range. The instrument was returned back into operation after the completion of the repairs. Raw data file analysis is still pending. The failure mode is unknown. Associated mdrs: 1061932-2012-02320, 1061932-2012-02348, 1061932-2012-02321.